Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 02-apr-2020.

Event description:
The customer reported that the back up alarm sounded when the device was powered on. The device was not in clinical use at the time the issue was discovered. There was no patient or user harm reported.

Manufacturer narrative:
G4: 30mar2020. B4: 08apr2020. The device was evaluated by the field service engineer, but the reported issue was unable to be duplicated and confirmed. The field service engineer replaced the cpu board as a precaution. The device was tested and functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 22jul2020. B4: 09aug2020. Central processing unit (cpu) assembly was returned to failure investigation for evaluation. The visual inspection of this customer returned central processing unit (cpu) printed circuit board assembly (pcba) revealed no anomalies. A failure investigation (fi) technician installed the central processing unit (cpu) assembly into a fi ventilator to duplicate the reported issue of a backup alarm failure. The customer reported complaint of the backup alarm failure was not duplicated, the fi technician did note that the cpu returned was one produced without a date code on the buzzer in location ls1 on the cpu pcba which could be subject to cold solder joints within the buzzer resulting in its ability to sound. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.